Manufacturer narrative:
Initial and final MDR (B)(4) patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in denmark it was reported that patient faced five infusion set cannula bent events on 29-apr-2024. The patient resolved it by replacing infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.